Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-11425 is being retracted since it was found to be a duplicate of mrn 1818910-2023-11433. Mrn 1818910-2023-11433 will be kept for investigation purposes.

Event description:
It was reported that patient underwent a poly exchange in (B)(6) of last year. Unfortunately, patient has progressed to a confirmed infection. All parts and pieces were removed and a cement spacer was implanted. There was no surgical delay. Doi: on (B)(6) 2022, dor: on (B)(6) 2023, affected side: left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.